Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Patient problem code: no consequences or impact to (B)(4).

Event description:
It was reported via email: in (B)(6) 2016 during of a hepatic abscess drainage, the needle broke suddenly, the radiologist had to remove the needle using his fingers, and had to puncture for the patient a second time. No medical intervention required. Additional information received 13feb2017: we do not have samples to send only the photos provided.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. Sample photo was provided by the customer. Failure mode could be confirmed since the picture showed the introducer needle broken. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0000592710 was manufactured on 27-aug-2013. Undetermined- based on the sample analysis failure mode was verified, however a definitely root cause cannot be determined for this investigation. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.